Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter could be inserted into the balloon but could not be pushed out of the tip of the balloon catheter, with noticeable resistance encountered. The balloon catheter, mapping catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued d10 concomitant prod: 990063-020 mapping catheter, lot number 231481216; 203cxc coaxial umbilical cable, lot number 230859592 product event summary: the afapro28 balloon catheter with lot number 23956 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). The mapping catheter was blocked 0.7 inches from the balloon catheter tip. During inspection and pressure testing of the shaft segment, a guide wire lumen kink/twist and breach was observed 0.7 inches proximal to the catheter tip. In conclusion, the reported "ach/af compatibility" issue was confirmed through analysis. The balloon catheter failed return inspection due to a kink/twist and a breach on th e guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts, to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.